Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 558mg/dl and a no delivery alarm during basal. Troubleshooting explained the alarm and assisted customer to prime the device. It was found that the pump was able to prime after the reservoir was disconnected and then reconnected. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined further high blood glucose troubleshooting.